Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose level of 40 mg/dl. The customer states that he noticed a low this morning in the 40's and is unsure why. The customer did not mention any symptoms. The customer did not mention any treatments. The customer declined troubleshooting. No further details were provided. The insulin pump will not be returned for analysis.